Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the transesophageal echocardiography (tee) showed a clot was sitting on mitral side of outer disk of the amulet. There were no threads seen. Physician started the patient on eliquis. The patient was reported as stable. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a potential adverse events associated with the device or implant procedure per the amplatzer amulet instructions for use, arten600142796 revision c. Furthermore, this complaint was reviewed by abbott representative. The reviewer stated that, "image taken from cell phone shows a 59 degree tee image with and without color. It appears to show a large clot adhered to the disc of the amulet device."na

Event description:
It was reported that on (B)(6) 2023, a 25mm amulet left atrial appendage occluder was implanted. On (B)(6) 2023, the patient returned for a follow up, and transesophageal echocardiography (tee) showed a clot was sitting on mitral side of outer disk of the amulet. There were no threads seen. Physician started the patient on eliquis. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amulet left atrial appendage occluder was implanted. On (B)(6) 2023, the patient returned for a follow up, and transesophageal echocardiography (tee) showed a clot was sitting on mitral side of outer disk of the amulet. There were no threads seen. Physician started the patient on eliquis. The patient was reported as stable.